Event description:
On 06/26/2000, the general surgeon informed the MFR's sales representative of the following: "the blue boot/connecting sleeve was much too big for the 7 french (fr) catheter. It did not hug the catheter and device securely. Instead, it loosely slid up and down the catheter." The report also states that the product was implanted in the pt; therefore, is not available to be returned to the MFR for analysis. No further details were provided.